Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that 2 cartridges slid off of the pump. Reportedly, the customer put the cartridges back onto the pump and resumed insulin delivery. There was no impact to blood glucose.